Event description:
Pump reported to be set at 100 ml/hr with 25 cc of rocephin filled in a buretrol. The pump was set to infuse 20 mls. When the infusion was complete, the buretrol's vent was noted to be closed and the buretrol was slightly collapsed. When the vent was opened, 10 cc back filled into the buretrol, leaving 5 cc undelivered. No pt injury resulted.